Manufacturer narrative:
It was reported that the side rail on citadel bed was broken by patient. A patient was involved. There was no injury. During a device inspection, an arjo technician found that side rail was partially detached. The lower arm was detached and connection between upper arm and pin was bent. The review of post-market surveillance data and the investigation carried out revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition. Photographic evidence revealed that the side rail was mechanically damaged (lower arm was detached from metal frame and connection between upper arm and pin was bent). As informed by the customer, the side rail was broken by the patient. To sum up, arjo device failed to meet its performance specification since the side rail detached. The device was used for a patient treatment when the failure occurred. The complaint decided to be reportable due to the partial side rail detachment.

Event description:
Following the information gathered the safety side was partially detached (lower arm of the safety side was detached and upper arms connecting pin was bent). The staff claimed that the safety side was broken by a patient. No injury was reported.

Manufacturer narrative:
The investigation is on-going. Further information will be available in the next expected report.